Event description:
It was reported that the patient noticed an alarm from the pump at the beginning of (B)(6) 2011 and experienced itching and increased spasticity. Pump interrogation was done at this time and this confirmed a motor stall in the event logs with no motor stall recovery recorded. The patient denied exposure to any magnetic or emi (electromagnetic interference) sources. It was later reported on (B)(6) 2011, the pump stall recovered; however, the patient had the pump replaced within the "past couple of days." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).